Manufacturer narrative:
Date of event: unknown. Results: a sample was not returned for evaluation. Three photos were returned and evaluated. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6006650. Conclusion: the root cause is misalignment of front and rear barrels at machine 6 transfer station.

Event description:
It was reported that as the employee was activating the safety device, the spring mechanism of the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter, came apart during the activation . No injury or medical intervention reported.

Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The correct date of event is (B)(6) 2016.

Manufacturer narrative:
Expiration date - 12/31/2017.